Event description:
The harmonic scalpel was inserted into the patient's abdomen when the harmonic generator alarmed and indicated failure of the instrument. After testing the harmonic cord and permanent pieces, it was discovered that the active part of the harmonic scalpel blade itself was sheared off. The patient's abdomen was explored for foreign objects. X-ray taken. None found.